Manufacturer narrative:
The customer disposed of the retaining post, evaluation was not possible.

Event description:
It was reported that the retaining post was broken. No adverse consequence alleged.